Event description:
Pt implanted with an lcp proximal tibia plate and screw construct for a tibial fracture repair on an unk date. A 6-month f/u x-ray showed a non-union and broken plate. The plate breakage was located at one of the screw holes. The screw hole was not occupied by a screw. Surgeon explanted all hardware on (B)(6) 2012.

Manufacturer narrative:
Implant date reported as 6-months prior to explant date. Approximate date (B)(6) 2012. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.